Event description:
A penumbra system separator 026 broke in the reperfusion catheter during an ischemic stroke case. The physician was able to remove the separator. This MDR is associated with MDR 3005168196-2012-00080.

Manufacturer narrative:
Device investigation: results code: the catheter used in the case was returned with the separator. The catheter has kinks at 10 and 18 cm from the distal tip. A 0.026 mandrel was introduced into the hub of the catheter and advanced distally. The mandrel advanced until it reached the kink 18 cm from the catheter tip at which point it could not advance further. The catheter is non-functional. Conclusion code: the break noted in the complaint is confirmed. The hooking of the separator wire at the break site indicates that the wire kinked prior to breaking. The kinks in the distal section of the catheter likely added friction to the separator wire as it was advanced, leading to the kink and subsequent break.